Event description:
A surgeon reported that during vitrectomy surgery, the black connector for the probe connection broke. The surgery was aborted and re-scheduled for the next day. This is not considered a safety issue by the surgeon, and no further info will be made available.

Manufacturer narrative:
The facility did not request service. There was no sample return for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).